Event description:
It was reported that customer's mother inadvertently entered the customer's blood glucose level (bg) into the carbs field when requesting/delivering a correction bolus. Reportedly, customer's blood glucose was not yet impacted but would be pump was temporarily disconnected from the customer.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.